Manufacturer narrative:
A picture was provided showing a blood on the patient's hands while the check valve with male/female luer lock is being used, no additional damage or anomalies are noted. Complaint can be confirmed based on the photo shared by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
The event involved a check valve with male/female luer lock where the customer did not state a specific issue with the device but did provide a photo showing the patient had blood on her hands while it was injected using the product - potential leak. There was no harm reported as a consequence of this event.